Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, she noted that the toric lens axis marks were opposite from the haptics instead of aligned with the haptics. In a follow-up with the surgeon, she reported that the pt had an unexpected postoperative outcome at the one day post op exam. In another follow-up with the surgeon, she reported that she will not be returning the questionaire and that the pt is doing well.